Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had experienced possible false elective replacement indicator (eri) due to a measurement lock-up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed, and the issue resolved.